Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic door damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the upper panel. The fse completed the pm. The unit passed functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. The removed upper panel was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received upper panel with a reported unit failure of a damaged fiber optic door. The failure analysis and testing dept. Performed a visual inspection and found that the upper panel had a damaged fiber optic door. The failure analysis and testing dept. Verified the failure of a damaged fiber optic door. Retaining the upper panel in the failure analysis and testing department per procedure.

Event description:
N/a